Event description:
Syringe not staying attached to manifold.

Manufacturer narrative:
It was reported that when attaching the syringe to the manifold, the syringe doesnt "completely attach", allowing air into the system. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to d3: manufacturer information. Update to e1: customer telephone number and email address.